Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient the electrodes caused the associated defibrillator to display a "defib pad short" message. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.